Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 2/14/2020 section h3: device returned to manufacturer ¿ yes device evaluation: the complaint product was returned in its original packaging. The plunger was observed in a fully advanced position. Cartridge was correctly engaged to the device. No assembly error or defect related to the manufacturing process was observed. Visual inspection performed under microscope magnification: small amount of lubricant residues can be observed in the device. The lens was stuck at the cartridge tip and pushrods overrides it. The reported issues were verified. Therefore, due to the conditions in which the sample returned it is not possible to determined that the reported issues are related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the plunger of preloaded intraocular lens went past the lens, so the partially delivered lens had to be ejected from the eye again. No intervention necessary, another lens was implanted as replacement lens for the patient. There were no further complications. No further information provided.